Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It is unknown whether the patient was connected at the time of the alarm. It is unknown what cycle of peritoneal dialysis therapy this occurred in. There was nothing unusual found that would cause or contribute to the alarm. It was not reported how the alarm was resolved. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.